Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2026. On (B)(6)2025, the patient was getting an alert on her cgm that he was low. Her cgm was showing low with no value. She was feeling tired, thirsty and throwing up. No manual bg was taken for comparison because the one that she had was not working. Her boyfriend drove him to the ER around 05:00 am. At the ER, while waiting, her boyfriend gave apple juice, candy and crackers in an attempt to increased her sugar based on cgm reading, but it continued to show low with no value. When her manual bg was checked, it was reading 550 mgdl then 620 mgdl on the second manual bg after some minutes. Her cgm stayed at low with no value so they removed it. She was diagnosed with dka and transferred to the ICU after being in the ER for 2 to 3 hours. They administered insulin drip and saline. After 12 hours, her manual bg went down to 62 mgdl so they administered sugar water to balance her blood glucose. She stayed in the ICU until she was discharged on (B)(6)2026 around 07:00 am. Her last manual bg was 108 mgdl and she was feeling better after the event. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken in the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis